Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Associated medwatch #: 1221934-2017-50142.

Event description:
It was reported by the sales rep that the customer's expressew iii without hook would not retract the needle back into the gun once it was fired during a rotator cuff repair. The case was completed with another like device. There were no patient consequences or delays. The device is being returned. The produce code and lot number of the expressew needle used in this event is unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch report number: 1221934-2017-50142.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
After 3 attempts for additional information and the device return status, no response was received. The complaint will be closed using the information currently available.